Event description:
A medtronic representative reported that after registering the patient with tracer registration during an ent procedure, the surgeon felt they were inaccurate when they were navigating deep in the sinus. The surgeon was touching bone but that was not reflected on the navigation display, which was allegedly showing approximately 10 mm anterior to the actual physical position of the probe. The surgeon was accurate on all superficial facial landmarks. Case proceeded as planned with no negative impact to the patient.

Manufacturer narrative:
Exam analysis shows the patient had moderately excessive skin in the areas of the tracing done on the nose. There is a slight rotational component in the tracer fit. The patient was not a good candidate for a tracer registration. Other registration methods are available in the software, but were not attempted.